Manufacturer narrative:
The date of the initial report remains (2015-07-29. The date of 2015-08-27 was erroneously submitted. The date of 2015-08-27 should only be the updated.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from the manufacturer representative regarding a pump refill on (B)(6) 2015. The patient experienced increased pain over the weekend. The patient had been on vacation the previous week (slept in a flat bed for the week; patient normally slept in a recliner). The patient also went fishing and rode for long periods of time in the car. The hcp was questioning if the pain symptoms were related to the different sleeping position and increased activity than usual. During the refill the expected residual volume (erv) was 3.0ml and the actual residual volume (arv) was 0.5ml. The reporter thought the issue was a continuation of the troubles during the past refill. In regards to the last refill ((B)(6) 2015), the reporter thought it was possible the hcp did not inject the full 20ml. After rinsing the reservoir with saline and using various sized syringes (45 minutes), the pump unlocked. During the current refill, there were no issues aspirating or injecting fluid. The patient was due for a refill the following tuesday and would keep that appointment to follow-up to see if the increased pain symptoms subsided. No further actions/interventions were taken regarding the volume discrepancy. The patient did not show up for the follow-up appointment on (B)(6) 2015. The cause of the volume discrepancy was not determined. The hcp was to monitor to see if the volume discrepancy recurred at subsequent refills. It was assumed the volume discrepancy was due to the difficulties encountered during the (B)(6) 2015 refill, which led to some lost medication. The pump was used to deliver fentanyl (1540.0mcg/ml, 645.3mcg/day) and bupivacaine (40.0mg/ml, 16.761mg/day).

Manufacturer narrative:
Product event summary (B)(4): evaluation determined that standard investigation is needed because the report of the ability to aspirate, but not fill the pump reservoir is an allegation of a device failure, which suggests a possible failure of a device, labeling or packaging to meet specifications. An assessment of the source information indicates there was no adverse event associated with the alleged device failure. Assessment determined that there is not an existing formal investigation for the issue identified in this event. However, a new formal investigation is not possible, because there is inadequate information to initiate formal investigation activities; the root cause for the inability to refill the pump was not determined. The reporter was instructed to perform the locked valve procedure (hold negative pressure) and force saline in the reservoir with a smaller syringe. The results of the troubleshooting were not reported. Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. Product ID: neu_refillkit_acc, product type: accessory. (B)(6). (B)(4).

Event description:
(B)(4) (rep, hcp): information was received from a manufacturer representative via a healthcare provider (hcp) regarding the delivery of an unknown drug in a pain pump for non-malignant pain. The hcp was able to aspirate, but not able to fill the pump. The hcp had been trying to refill for 30 minutes prior to the manufacturer representative getting there. The patient was thin and fluoroscopy was used to ensure proper needle placement. Multiple refills kits were tried without success. The hcp confirmed there was nothing clamped or disconnected. The reporter was instructed to perform the locked valve procedure (hold negative pressure) and to use a smaller syringe (5 or 10 cc) to force saline into the reservoir. Additional information was requested from the hcp regarding drug information, concomitant drug information, pertinent medical history, actions/interventions required to resolve the issue, if the cause of the issue was determined, and if the issue resolved.

Event description:
Additional information received from the manufacturer representative indicated there was no volume discrepancy at the last refill.